Event description:
According to the reporter, the patient sustained injuries to the bowels after laparoscopy to repair an umbilical hernia. It is alleged that the injuries are the result from the mesh implant and/or surgical errors. The patient has suffered from adhesions and small bowel obstructions for over a month. The surgeon removed mesh and sewed up the hernia. The surgeon determined that the mesh caused adhesions. Additional information is not expected as no contact information was provided.

Manufacturer narrative:
(B)(4).